Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted the proximal shocking coils was stretched, and had been pulled from the medical adhesive. Tissue was noted in the helix, which could not be retracted, likely due to the tissue. Laboratory testing was unable to reproduce the reported clinical observations of high pacing thresholds, and found no anomalies that could have contributed to the pericardial effesion.

Manufacturer narrative:
The lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that, during a routine follow-up appointment, it was noted this right ventricular (rv) lead had a pacing threshold greater than 7.0 v and decreased sensing values. An echocardiogram was performed, revealing the patient had a pericardial effusion. The patient remained hemodynamically stable. The physician suspected the lead had perforated the patient's heart, causing the effusion and the poor measurements. A revision procedure was performed, and the lead was explanted. Difficulty was encountered retracting the helix. Upon removal, blood or body tissue was noted on the lead tip. No further patient effects were reported.